Manufacturer narrative:
Followup MDR submission for device evaluation. One photo was shared from the customer. The photo does not verify the customer complaint that the y-site came loose. The customer complaint of a separation could not be verified due to the product not being returned for failure investigation. A device history record review for material# 2426-0007 and lot# 23065087 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 06jun2023. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Event description:
No additional information: mat#: 2426-0007, lot#23065087. It was reported by customer that tubing came loose at y-connection during chemo infusion which resulted in a significant chemo spill. Verbatim: rcc received a complaint via email. Email(s) attached. Ref. # 2406-pc tubing came loose at y-connection during chemo infusion which resulted in a significant chemo spill. Picture attached. Catalog # 2426-0007, lot / serial # (B)(6). Mon (B)(6) 2023 11:31 am. Hi, I submitted a photo with the original complaint on (B)(6) 23. The product was not kept. If you need me to resubmit the photo, please let me know.

Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd alaris pump module smartsite infusion set separated.the following information was received by the initial reporter with the verbatim:tubing came loose at y-connection during chemo infusion which resulted in a significant chemo spill.